Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The blood glucose level was 600 mg/dl and the patient was treated with insulin pen. The length of hospitalization is less than twenty-fours. Patient felt tired/weakness and pain at the time of hospitalization. No further information available.